Event description:
The customer reported to olympus, the balloon mount was missing from the tip of the evis exera ii ultrasonic bronchofibervideoscope. The issue was detected during preparation for use. No patient injury or procedure impact reported.

Manufacturer narrative:
Three (3) attempts have been made to the reporter to acquire additional information. No additional information has been made available. The device was evaluated, and the reported issue was confirmed. The probe unit tip was broken. There was an abnormal appearance of the insertion site. The angle knob had play. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.". Olympus will continue to monitor field performance for this device.